Event description:
It was reported the device was used during aa laparoscopic cholecystectomy procedure. It was reported the 512s would not stay armed. The procedure was completed with a second 512s trocar. There was no consequence to the patient.